Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited high impedance and loss of capture. The programming changes were performed, and the patient was in stable condition.